Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun stat was evaluated upon receipt. (Arctic sun stat) 113 reduced water temperature control. Chiller assembly was replaced. The chiller molex connector overheating from the old chiller pulling too much current through the connection. Tank seals were cracked. Device underwent 2000-hour pm procedure. Ac mains voltage card was replaced. Tank seals were replaced. Circulation pump and mixing pump were serviced. Heater, manifold o-rings, drain valves, double bend tube, and chiller evaporator tube were replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was on site doing the software update and found that the arctic sun device heated above 30 degrees but did not cool below 29.6, chiller temperature (t4) was 29.6. Per sample evaluation results received via task on 10feb2026, it was reported that the chiller molex connector overheating from the old chiller pulling too much current through the connection. Tank seals were cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was on site doing the software update and found that the arctic sun device heated above 30 degrees but did not cool below 29.6, chiller temperature (t4) was 29.6.